Manufacturer narrative:
Event description: it was reported that, during a cystoscopic lithotomy, the basket of an ncircle tipless stone extractor was difficult to close. The device was inserted into the cystoscope, and the handle could not be actuated smoothly. The device was used to extract multiple stones, but the difficulty persisted. The device was replaced with another extractor to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle tipless stone extractor was returned open in its original pouch for investigation. Inspection of the returned device noted: the device was returned with the handle and the basket formation in the closed position. The mlla [male luer lock adapter] was loose. The collet knob was tight. No kinks were observed in the basket sheath. A functional test determined the handle did actuate basket formation, but resistance to the motion could be felt. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that would open and close as the handle was functioned, but resistance to the movement could be felt during the actuation. No damage was noted. The cause for the issue could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Customer name and address- phone: (B)(6). PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that, during a cystoscopic lithotomy, the basket of an ncircle tipless stone extractor was difficult to close. The device was inserted into the cystoscope, and the handle could not be actuated smoothly. The device was used to extract multiple stones, but the difficulty persisted. The device was replaced with another extractor to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.